Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had infrequent arrhythmias due to amiodarone being stopped which led to persistent low flow alarms. The patient's ldh and fph were within the normal range. A tte revealed that the left ventricle size was 5.5 cm, the septum was slightly shifting to the right. The right ventricle had moderate dysfunction and the aortic valve was opening every 3 beats with mild mitral regurgitation (mr) and mild tricuspid regurgitation (tr) with milirinone initiated. A CT angio scan was planned for next week to assess the pump outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file data. According to the account, the low flows were due to arrhythmias. A direct correlation between the heartmate # lvas and the reported cardiac arrhythmia could not conclusively be determined. Moreover, a direct correlation between the device and the reported right heart dysfunction could not be determined through this evaluation. It was reported on (B)(6) 2020 that the patient had infrequent arrhythmias causing persistent low flow alarms. His arrhythmias reportedly occurred due to discontinuation of amiodarone. His lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) were within normal limits. His hemodynamics status was not affected and mean arterial pressure (map) remained between 80-90 mmhg. A transthoracic echocardiogram (tte) was performed and showed a left ventricle (lv) size of 5.5 cm with the septum slightly shifting to the right and the aortic valve opening every 3 beats. The tte also showed moderate right ventricle (rv) dysfunction as well as mild mitral regurgitation (mr) and tricuspid regurgitation (tr). Milrinone was initiated. In addition, the patient underwent a percutaneous coronary intervention (pci) procedure, during which the right coronary artery (rca) was stented. Additional information provided on (B)(6) 2020 indicated that amiodarone was reinitiated, volume intake balance was positive, and the pump speed was increased by 100 rpm. The submitted controller event log file contained approximately 3 hours of data on (B)(6) 2020 from 10:11 ¿ 13:01, per the timestamp. The stored patient speed of the pump was initially set to 5100 rpm and was reduced to 5000 rpm at 10:33, which is consistent with the reported event. Calculated flow intermittently reduced below the low flow hazard threshold of 2.5 lpm (as low as 1.9 lpm), resulting in several active low flow hazard alarms from 10:11 ¿ 10:53. The alarms subsequently resolved through the remainder of the log. Overall, calculated average flow, calculated average pi, and motor power ranged from 1.9-3.2 lpm, 3.6-10.7, and 3.302-3.699 watts, respectively. Despite the intermittent low flow condition, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit without issue. The corresponding lvad event log file captured no atypical lvad faults. The controller periodic log file captured data at 1-hour intervals from 19apr2020 ¿ 30apr2020 and captured a few low flow hazard alarms on (B)(6) 2020 and (B)(6) 2020 associated with calculated average flow values of 1.9-2.3 lpm; however, the system appeared to be operating as intended. The lvad periodic log file captured no atypical lvad faults. The patient remains ongoing on the heartmate 3 lvas. The heartmate 3 lvas IFU lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.